Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. Philips field serviced engineer confirmed the reported issue during troubleshooting. Reportedly, the customer had just replaced the oxygen regulator and the unit did not have the issues before that replacement. The unit generated several error codes due to the customer (service induced). The customer ordered a new regulator. No further information has been provided regarding the resolution and/or disposition of the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was not passing extended self-test (est)/short self-test (sst). There was no patient involvement at the time the issue was discovered.